Manufacturer narrative:
Concomitant medical products: 8100;syringe, td (B)(6) 2018. The customer¿s report of an unknown system error message and shut down was partially confirmed. Physical inspection of the device showed the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows that concomitant devices were infusing morphine, ivf maintenance, and heparin. The suspect syringe module was idle and was previously programmed to infuse dexmedetomidine 4mcg/ 1ml with the last rate programmed at 1.41ml/hr. At 8:20 am on (B)(6) 2018, the user selected the suspect syringe module and selected an unidentified syringe. The user then restored the previous infusion running at 1.41ml/hr, selected options and priming, and began to prime the set. Five seconds later the device alarmed for check syringe. (This shows as an invalid transition fault in the pcu error log, followed by an 800.8000.0 error at 8:20:48 am). The next entry in the pcu event log is a power on event at 10:11 am. Functional testing was able to replicate the malfunction and confirmed it occurred when the user opened the syringe clamp while using the priming function. The error code that is displayed on the screen when this occurs is (B)(4). When this error occurs, all channels will continue to operate as programmed, however the audible alarm will continue. The root cause of the customer¿s report of an unknown system message and shut down was identified as a software issue related to the user performing two actions at the same time or in rapid succession.

Event description:
The customer reported that as the user was adding a new syringe module with a new medication to an existing infusion, the pc unit alarmed with a high pitched sound. The user was not able to read the message on the screen prior to the unit shutting off. Sedation and IV fluids were infusing. No patient harm was reported.